Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, and a crack was confirmed in the cuff connection tubing. The whole system was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, and a crack was confirmed in the cuff connection tubing. The whole system was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. One of the cuffs was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified proximal to the cuff edge/seam consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The second cuff, pump and balloon were also visually examined, and no anomalies were found with the components. The tubing was not returned for analysis. Based on the information available and analysis results, the pinhole identified in the cuff could have caused or contributed to the reported clinical observation of mechanical malfunction.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, and a crack was confirmed in the cuff connection tubing. The whole system was removed and replaced. No patient complications were reported.